Event description:
Philips received a complaint by the customer on the v60, indicating that the device would not stay in standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that the device would not stay in standby, average air standard liters per minute (slpm) readout was -1.5 (out of pm tolerance). The flow sensor assembly was replaced and resolved that issue. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the flow sensor assembly was the cause of the reported issue. The device was not being used for treatment when the reported event occurred. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.